Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced high blood glucose after not announcing a dinner meal and while continuing to use infusion supplies that were in place less than a day, with subsequent confirmation of an empty cartridge and relocation of the infusion site from the abdomen to the arm due to reported scar tissue. Insulin delivery was restored after a full supply change and site relocation, with blood glucose trending down. Symptoms included hyperglycemia peaking at 454 mg/dl and fatigue. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to an improper or incorrect procedure involving the user interface and failure to announce the meal, which contributed to the event. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.